Event description:
It was reported that the patient was in the hemodialysis unit and they were performing an exchange procedure of a catheter. During the exchange, the spring wire guide (swg) stayed blocked in the catheter. As a result, the swg and catheter were removed and a new catheter was placed successfully for the patient. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported. The patient outcome was fine.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned sample was inspected and the event was determined to be a result of a product malfunction, therefore, it is reportable. The sample investigation is in process and will be reported when completed. Follow-up report will be filed if additional information becomes available.